Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned stent found that the stent struts were severely damaged. The struts were stretched, deformed and lifted upwards from the stent profile. The stent delivery catheter or any other associated components were not received for analysis and therefore no investigation could be carried out on the remainder of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 95% stenosed 20mm x 2.5mm, eccentric, de novo, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After advancement of the non bsc guide catheter and non bsc guidewire, predilation was performed using a 2.5x12 maverick balloon catheter. A 24x2.25mm synergy¿ stent delivery system was selected for use to treat the lesion. While the staff nurse removes the blue tube that kept the stent crimped on the sbs, a part of device got stuck to the tube and uncrimped from the stent delivery system, leaving it distorted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 95% stenosed 20mm x 2.5mm, eccentric, de novo, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After advancement of the non bsc guide catheter and non bsc guidewire, predilation was performed using a 2.5x12 maverick balloon catheter. A 24x2.25mm synergy stent delivery system was selected for use to treat the lesion. While the staff nurse removes the blue tube that kept the stent crimped on the sbs, a part of device got stuck to the tube and uncrimped from the stent delivery system, leaving it distorted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).